Manufacturer narrative:
An MDR is being filed for this event due to the allegation that a failure of the concentrator resulted in the patient's death. However, if the concentrator is used as intended, a malfunction is not likely to cause/contribute to a serious injury or death. The intended function and use of the irc5lxo2 oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders. It is not intended to sustain or support life. It should only be used by a patient that can withstand temporary cessation of oxygen, that is capable of spontaneous breath, and that is able to inhale and exhale without the use of a machine. Additionally, an alternate source of supplemental oxygen should be readily available to the patient in the event of a power outage, alarm condition, or mechanical failure. If the patient is likely to sustain serious injury or death upon cessation of oxygen, the irc5lxo2 concentrator may not be appropriate for their medical needs. The law firm indicated that they are attempting to contact the dealer who provided and serviced the concentrator to setup a joint inspection of the unit. Invacare's legal department is also attempting to obtain further details about the incident. At this time, it is unknown in what way the concentrator allegedly failed. It is also unknown how quickly the patient expired after the concentrator failed or the cause of their death. Should additional information become available, a supplemental record will be filed.

Event description:
A letter was received from a law firm representing the patient alleging that the patient's irc5lxo2 concentrator failed, resulting in the patient's death.